Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, after which the malfunction did not recur. The customer was informed that they could continue using the pump and advised to contact support if the issue happened again, which they acknowledged and understood.